Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 27 sep 2017 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked and the display was dim/faded/discolored.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue and a display issue. This report is made based on results of investigation completed on 27 sep 2017.